Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient's device was explanted on (B)(6) 2006, at the time it was indicated that the device was explanted due to a lack of efficacy. Clinic notes were received on (B)(6) 2012 which indicated that the device was actually explanted due to an infection. Attempts for additional information have been unsuccessful as it was indicated that no additional information was available. The device history records for the patient's vns devices were reviewed. Sterilization was confirmed prior to shipment.